Event description:
Customer reported there were two occurrences over the weekend of 06/29/97 where staff members, upon replacing approximately 2.5cc of blood back into uac line of neonatal patient, the syringe popped off the stopcock. Blood exposure occurred to face chest arms. Staff member declined follow-up treatent.